Manufacturer narrative:
Explant due to mitral regurgitation and cusp tear observed upon explant was reported. The investigation found cusp 2 was torn. There were degenerative changes including thinning and loss of collagen fibers at cusps 2 and 3. No inflammation or significant calcifications were present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 a 31mm epic tissue heart valve was implanted in mitral position in a patient. In 2019 (date unknown) mitral regurgitation confirmed by outpatient follow-up. The patient was under watch and wait. On (B)(6) 2023: redo was performed and the 31mm epic tissue heart valve was removed. Upon explant of the valve, the was tear observed on the leaflet. The patient was implanted with a 29mm epic tissue heart valve as a replacement. The patient's condition is stable.